Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, no complications were noted with the procedure itself. The patient called the office in (B)(6) of 2011 (exact date not provided) to cancel a follow up visit scheduled in (B)(6) of 2011 (exact date not provided). The patient stated dissatisfaction with the procedure. However, no specific reasons were given. All other information is unknown and unavailable.